Event description:
The device was implanted via v-p shunt to the patient with sah in (B)(6) 2015. The initial setting pressure was 120mmh2o. Since the patient¿s condition did not improve after implantation, the surgeon lowered the pressure to 80mmh2o. However, the condition of the patient did not change even after pumping and flashing. The surgeon suspected the occlusion of the valve through contrast radiography and replaced it with 82-3100 at 120mmh2o on (B)(6) 2015. The patient is being followed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The catheter was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. No root cause could be determined for the problem reported by the customer, as the valve functioned. Review of the history device records confirmed the valve product code 82-3842 with lot crgccj, conformed to the specifications when released to stock on the 19th june 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.